Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that this patient had undergone a commanded shock test previously a few years ago. It was found that the rv lead was exhibiting a gradual rise in shock impedance measurements, eventually going out of range. Technical services (ts) discussed options for the rv lead. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.